Event description:
It was reported that during testing the device ran without the trigger being pulled. There were no adverse consequences reported.

Manufacturer narrative:
The device has been received at the manufacturer for testing. During the investigation it was found that the magnet had fallen out of the trigger and attached itself to the e-box sensor.